Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional on 2019-jun-05. It was reported that there had been no "program error." No further information was received. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8870, serial#: unknown. Other relevant device(s) are: product ID: 8870, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that "15-16 years ago" relative to (B)(6) 2019, the patient had a procedure where the medication was removed from the pump and dye was added to do an x-ray of his spine. He stated "they missed it by 6 hours." He clarified that "they bolused it, but they didn't know how long the catheter was or the size of it, so when they bolused they missed it by 6 hours" so the patient had pain for 6 hours, and his legs were cramping and "pushing out" and he had no use of his legs for 6 hours. He was given shots of morphine every 15 minutes which did not help the pain. It was noted that the situation had been resolved at the time of the event. No further complications were reported.